Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call display anomaly. The customer's blood glucose was unknown at the time of call. Trouble shooting was performed and found portions of the display are not as bight and hard to see. Self test was ran and the displayed was faded. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test and self test. No missing segment or partial display noted. The backlight functioning properly.